Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, x-ray revealed that the right atrial (ra) lead was dislodged. Additionally, there were episodes of intermittent p-wave amplitude variation and a loss of capture on the atrial channel. The ra lead was capped and replaced to resolve the event and the patient was stable.